Manufacturer narrative:
Sections with additional information as of 30-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - defect found on returned strips: high readings. Reported defect not reproduced on returned meter. Product evaluation has been completed. Returned product was forwarded to r&d chemistry for root-cause. Investigation has been completed and root cause selected. Root cause: rc-061: storage outside specifications. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 131, 201, 158, 170 and 147 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated that he went to the doctor's as a follow up visit; the doctor's said the results from the meter aren't matching the result that he got for the a1c. The customer said that he might not be considered a diabetic anymore. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/17/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).